Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope distal end had residual liquid / foreign material, and the inside of the light guide lens had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the foreign material/residual liquid remained in the distal end because reprocessing could not be conducted properly due to the distal end being shaved. In regards to the foreign material inside the light guide lens, it is likely the material could not be removed with reprocessing because it was adhered to an area that was not an external surface of the device. As to how the material got into the light guide lens, it is likely the glue peeled off due to physical or chemical stress, which allowed humidity to enter the device and cause corrosion. However, the foreign material in both areas could not be conclusively identified. The foreign material in the distal end can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): tjf-q190v operation manual chapter 3 "preparation and inspection" shows how to detect the event. Tjf-q190v reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. The foreign material in the light guide lens can be detected by handling the device in accordance with the following instructions for use (IFU): tjf-q190v operation manual "3.3 inspection of the endoscope" olympus will continue to monitor field performance for this device.